Event description:
Procedure type: lavh. According to the reporter: during the case, the seal from one of the cannulas came off and fell into the pt cavity. The piece was retrieved. A new instrument was used to complete the procedure. There was no add'l bleeding and no tissue damaged. The operating time and incision were not extended as a result. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).